Event description:
The patient underwent an exploratory laparotomy, extensive loa (lysis of adhesions), jejunal resection and primary anastomosis. Pt returned to or 9 days later with feces in belly, determined suture line was leaking.